Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including a pre-meal low near 60 mg/dl, a subsequent rise above 300 mg/dl after not announcing the meal, and a later low around 55 mg/dl that was treated with oral glucose tablets, with time out of range estimated at about five hours. Symptoms included hypoglycemia treated with oral glucose and hyperglycemia without reported acute complications. Outcomes included no professional medical intervention, no ketone testing or action, no use of backup therapy, and no suspension of insulin delivery. Investigation included troubleshooting and user education regarding proper meal announcements and infusion set loading steps. Investigation of this case revealed no device alerts or alarms and no identified device malfunction, with cause of the glycemic excursions unclear. It was concluded that the event involved hypoglycemia with unclear cause and that user counseling on not skipping meal announcements was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.